Event description:
Asku

Manufacturer narrative:
This event was reported inadvertently with the incorrect report type code. In error the report type code 5 day was inadvertently selected. The correct report type code should have been 30 day. And therefore, a supplemental correction report is being submitted to accurately reflect this event as a 30-day reportable event. This death event has been reported by the patient's spouse. The death occurred seven years ago and no contacts/events regarding the ICD system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This death event has been reported by the patient's spouse. The death occurred seven years ago and no contacts/events regarding the ICD system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member that the patient died after receiving a delayed shock. In addition the family member reported that the patient died of a cardiac arrest. The patient died four years after implant of the device and lead seven years ago.